Manufacturer narrative:
The device was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the same complaint codes. During manufacturing of the commander delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. The IFU and device procedural manual were reviewed. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no device problem was identified affecting distributed product, no product risk assessment (pra) is required. Additionally, since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. The balloon leak was unable to be confirmed. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''the access mld was 4mm with mild calcification and mild tortuosity. As the access was narrow, there was strong resistance during commander delivery system insertion through esheath+. The valve was inflated with 16ml volume. As there was indentation at lcc side, post-dilation was attempted with the 2nd inflation device. The operator noticed the resistance felt when the plunger was pushed was lighter than usual. There was blood in inflation device and it was determined as balloon rupture. The post-dilation was executed with the bav balloon. There was no pvl and the valve was inflated appropriately. The procedure was closed. After the device was withdrawn, pin hole at the bond part of the balloon and shaft was noted. The fluid was leaking through this hole. There was no problem during the prep and valve alignment. It was reported that the insertion difficulty of the delivery system may have contributed.'' During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. Per procedural manual, narrow access in addition to tortuosity/calcification is one of the factors that may affect the thv deployment characteristics. In this case, it is possible that narrow access with slight tortuosity and calcification present in patient's anatomy may have contributed to non-coaxial advancement of the delivery system through sheath which led to the resistance as reported. It is likely that excessive manipulation (e.g. Push/pull) may have applied to overcome the resistance, causing crimped valve interacted with balloon or inner lumen, puncturing the balloon due to physical interactions within the system, which have resulted in balloon pinhole leakage. As such, available information suggests that procedural factors (excessive manipulation, non-coaxial advancement, valve interacts with balloon or inner lumen) and/or patient factors (tortuosity/calcification with narrow lumen access) may have contributed to the reported event.

Event description:
As reported by our affiliates in japan, during a transfemoral transcatheter aortic valve replacement procedure with a 23mm sapien 3 ultra resilia valve, there was strong resistance during commander delivery system insertion through esheath+ as the access was narrow. The valve was inflated with 16ml volume. The operator noticed lighter resistance than usual when the plunger was pushed. There was blood in the inflation device, and it was determined as balloon rupture. The valve required post dilation as there was an indentation at the side of the left coronary cusp. Post dilation was performed with a bav balloon. There was no perivalvular leak, and the valve was inflated appropriately. After the device was withdrawn, a pin hole at the bond part of the balloon and shaft was noted. Fluid was leaking through this hole. It was reported that the insertion difficulty of the delivery system may have contributed.

Manufacturer narrative:
Investigation is ongoing.